Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: forceps channel blocked with crystals. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope biopsy channel was blocked with tissue adhesive. The issue was found after a unknown diagnostic procedure. The intended procedure as completed using a same set of device. There were no reports of patient injury or harm.